Event description:
A surgical physician assistant stated that this product was very difficult to use. When the syringe is filled to the 70ml mark, it self ejects to the 40ml mark. It also sticks, which makes it impossible to use single handed.